Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported separation appears to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. In this case, a conclusive cause for the reported difficulty removing the device could not be determined since the device or component were not returned for analysis. Furthermore, it is likely that the bdc was inadvertently mishandled during removal, as resistance was encountered, resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, mild tortuosity and 80% stenosis. The nc trek balloon dilatation catheter (bdc) was used and upon removal there was resistance with the guiding catheter. The shaft separated during removal together with the arterial sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another same size nc trek balloon was used to complete the procedure. No additional information was provided.